Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging display issue. It was reported that the screen is black when the meter is turning on, the screen remains black for about one minute, and then the meter turns off. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.